Event description:
The customer reported to vyaire medical that the avea ventilator is having issue with the fio2 (fraction of inspired oxygen). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation. Therefore, no root cause could be determined. However, the customer wants to use the gde from a unit in storage and would provide the swap codes. Informed the customer that the unit operation must be checked first to ensure that the gde is functioning properly. The customer then inquired about cal codes for a unit that was swapped out for an existing gde at the site, and cal codes were provided. An email was sent to the customer wanting to know about the status of the gde and whether or not the defective gde would be returned. The customer requested codes following the replacement of the gde. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.